Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for re-grasp error. No error messages appeared during the evaluation. Instead the evaluation found the teflon pad worn with metal exposed underneath the pad. A char mark was also found on the pad. Based on similar reports, a potential cause for the thermal and mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an exploratory laparoscopy, the device displayed re-grasp errors when a seal and cut was attempted. The error kept appearing over three attempts. There was no reported patient injury or device fragment falling into the patient. The procedure was completed using a similar device from the same lot.